Event description:
It was reported the pt had a decrease in spasticity control with increased fisting of hands. A dye study was performed in 2009 which indicated a questionable sub-dural catheter. When the catheter was explanted/revised using a spinal segment kit, it was noted there was white residue on/in the catheter. Noting that the drug used in the pump was a compound of baclofen and bupivicaine, the hcp was questioning if the precipitate had impacted catheter function.

Manufacturer narrative:
The catheter was returned to the MFR for analysis which was not complete as of the date of this report. A f/u report will be submitted when device analysis is complete. This report is being submitted late due to a delay by a MFR employee. A process of improvement plan and training are in place.